Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was getting really hot that the stickers at the bottom of the reader had started to change color because of how hot the monitor had gotten. It was stated that the monitor was unplugged. No further troubleshooting was taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.